Event description:
End user reported while operating the motorized wheelchair she struck a door frame and allegedly fractured her ankle.

Manufacturer narrative:
Upon field inspection the motorized wheelchair performed as intended. No malfunction of motorized wheelchair suspected. The end user's physician provided documentation advising hoveround that end user is medically unable to continue operating the equipment.